Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. The device electronic module assembly (ema) wirebound was loose/detached.

Event description:
It was reported that the atrial impedance was noted to be high. But after opening the pocket the atrial lead impedance was found to test within normal limits so the device was presumed to have a connector issue. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.